Event description:
Patient admitted on (B)(6) 2016 due to fevers, malaise and aki. Blood culture and driveline cultures positive for infection. Place on intravenous antibiotics. Tee done on (B)(6) 2016 showed vegetation on the atrial lead of the pacemaker. The pacemaker/ICD was removed on (B)(6) 2016. Patient was taken to the operation room on (B)(6) 2016 for a vad exchange. During the case the surgeon noted a very large pocket on infection around the outflow graft tracking up to the aorta, down to the pump and extending down the driveline, therefore the vad was not exchanged. The medilastinum was washed out with antibiotics and betadine, the chest was packed and left open. Patient was taken to the ICU to recover. The patient was taken to the operation room on (B)(6) 2016 for a vad exchange. Surgery went well. The patient is currently recovering in the ICU and remains intubated, febrile and on dobutamine for post vad exchange rv failure. Blood cultures have been negative since the vad exchange.